Event description:
It was reported that a (B)(6) female who underwent a revision breast augmentation with a mentor memorygel, 475cc breast implant experienced right-sided symptomatic rupture, and chest injury post procedure. The patient mentioned that she had a fall. The ultrasound examination diagnosed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 12, 2022 indicated that the patient underwent bilateral replacements as follow: l) cat#:3503501bc/ sn#:(B)(6), r) cat#:3504751bc/ sn#:(B)(6). Operative report stated "free silicone gel and disrupted mentor 475 cc on the right, intact mentor 350 cc on the left." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on august 07, 2022: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 475cc breast implant was found to be ruptured. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 6, 2022 indicated that the patient scheduled for removal on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).